Event description:
Can hardly walk [walking difficulty]. Gets sick on his stomach [gastrointestinal disorder nos]. Legs are stiff [limbs stiffness]. It was horrible, and the pain goes around his knee [arthralgia aggravated]. Like it was inflamed [injection site joint inflammation]. Case narrative: this case is linked to case ID (B)(6) (multiple device suspect used for the same patient) ( 1 st set of injection). Initial information received on (B)(6) 2022 from united states regarding an unsolicited valid non-serious case received from the patient. This case involves a 80 years old male patient who reported legs are stiff, can hardly walk , gets sick on his stomach , it was horrible, and the pain goes around his knee and like it was inflamed with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received synvisc injection in both knees (lot, expiry date, strength, dose, route, frequency and indication - unknown). Information on batch number was requested. On an unknown date in 2022 after an unknown latency he was in so much pain he can hardly stand it. He gets sick on his stomach (gastrointestinal disorder). His first set of injection his right knee was tolerable, and his left knee was hurting. Now it was horrible, and the pain goes around his knee (arthralgia) like it was inflamed (injection site joint inflammation) . His legs are stiff (musculoskeletal stiffness)and can hardly walk (gait disturbance) (disability) without needing a big cane to get up out of the chair and his wife has to help him. Action taken: drug withdrawn for all the events. Corrective treatment: cane user for the event gait disturbance and not reported for other events outcome: unknown for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case involves a 80 years old male patient who reported can hardly walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Can hardly walk without needing a big cane to get up out of the chair [walking difficulty] gets sick on his stomach [gastrointestinal disorder nos] legs are stiff [limbs stiffness] severe pain of stiffness in both knees of legs, after each injection in both knees [stiff knees] it was horrible, and the pain goes around his knee¿ and ¿severe pain of stiffness in both knees of legs, after each injection in both knees [injection site joint pain] the pain goes around his knee like it is inflamed [injection site joint inflammation] case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (1st set of injection) initial information received on 27-dec-2022 from united states regarding an unsolicited valid serious case received from the patient. This case involves a (B)(6) years old male patient who reported legs are stiff, can hardly walk without needing a big cane to get up out of the chair , gets sick on his stomach , it was horrible, and the pain goes around his knee and severe pain of stiffness in both knees of legs, after each injection in both knees and the pain goes around his knee like it was inflamed with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received first course of injections in both knees. On (B)(6) 2022, the patient received second course of synvisc injection in both knees at a dose of 2ml thrice (lot: crspo12z) (expiry date, strength, route and indication - unknown). On an unknown date after an unknown latency patient had severe pain of stiffness in both knees of legs, after each injection in both knees (injection site joint pain) (joint stiffness) on an unknown date in dec-2022 after an unknown latency he was in so much pain he can hardly stand it. He gets sick on his stomach (gastrointestinal disorder). Now it was horrible, and the pain goes around his knee(injection site joint pain),and the pain the pain goes around his knee like it was inflamed (injection site joint inflammation) . His legs are stiff (musculoskeletal stiffness) and can hardly walk without needing a big cane to get up out of the chair (gait disturbance) (disability) and his wife has to help him. Action taken: drug withdrawn for all the events corrective treatment: cane user for the event gait disturbance and not reported for other events outcome: unknown for all the events. A product technical complaint (ptc) was initiated for synvisc (batch number: crspo12z and expiry date: unknown) with the global ptc number: 1002390, and the results were pending for the same. Additional information was received on 18-jan-2023 from the patient. Additional event joint stiffness was added and verbatim updated for the event injection site joint pain. Batch number and gptc number was added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated 18-jan-2023: follow up information received does not change prior case assessment. This case involves a 80 years old male patient who reported can hardly walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Can hardly walk without needing a big cane to get up out of the chair [walking difficulty] . Gets sick on his stomach [gastric disorder] . Legs are stiff [limbs stiffness] . Severe pain of stiffness in both knees of legs, after each injection in both knees [stiff knees] . It was horrible, and the pain goes around his knee¿ and ¿severe pain of stiffness in both knees of legs, after each injection in both knees/ severe agony [injection site joint pain] . The pain goes around his knee like it is inflamed [injection site joint inflammation] . Case narrative: this case is linked to case (B)(4) (multiple device suspect used for the same patient) (1st set of injection). Initial information received on 27-dec-2022 from united states regarding an unsolicited valid serious case received from the patient. This case involves a 80 years old male patient who reported legs are stiff, can hardly walk without needing a big cane to get up out of the chair , gets sick on his stomach , it was horrible, and the pain goes around his knee and severe pain of stiffness in both knees of legs, after each injection in both knees and the pain goes around his knee like it was inflamed with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had ongoing lyme disease for many years and knee pain. Patient stated that he completed his first course of injections of synvisc, three injections spaced a week apart in both knees, on (B)(6) 2021. Patient stated that he tolerated the injections well. On (B)(6) 2022, the patient received second course of injections in both knees. Patient then had a second course of synvisc injections in both knees, starting on (B)(6) 2022. On (B)(6) 2022, the patient received second course of synvisc injection in both knees at a dose of 2ml thrice (lot: crspo12z) (expiry date, route and indication - unknown, strength: 16 mg/2 ml). On an unknown date in (B)(6) 2022 after an unknown latency patient had severe pain of stiffness in both knees of legs, after each injection in both knees (injection site joint pain) (joint stiffness). Patient stated that he experienced severe agony, stiffness, and pain that he could hardly tolerate, in both knees. Patient stated that he was supposed to get the second injection in both knees a week later, but the second injection was delayed until (B)(6) 2022, and he again experienced the same reaction described above in both knees. On an unknown date in (B)(6) 2022 after an unknown latency he was in so much pain he can hardly stand it. He got sick on his stomach (gastric disorder). Now it was horrible, and the pain goes around his knee(injection site joint pain),and the pain the pain goes around his knee like it was inflamed (injection site joint inflammation) . His legs were stiff (musculoskeletal stiffness) and can hardly walk without needing a big cane to get up out of the chair (gait disturbance) (disability) and his wife has to help him. The third and final injection in both knees was delayed longer than a week, because of his reaction, and he had them on (B)(6) 2023. Patient stated that with the third injection in both knees, he did have a reaction in both knees, but it was not quite as severe as with the first two injection of synvisc in each knee. Despite the severity of the reactions the patient experienced with his second course of synvisc in both knees, he stated that the synvisc was now helping his knee pain, his knees were less painful now than before he got the first injection of his second course of therapy of synvisc, on (B)(6) 2022. Patient also stated that he had lyme disease for many years, which may affect his knees and his response to synvisc. Action taken: drug withdrawn for all the events. Corrective treatment: cane user for the event gait disturbance and not reported for other events . Outcome: unknown for all the events. A product technical complaint was initiated on (B)(6) 2022 for synvisc (batch number: unknown) with global ptc number: (B)(4). The status of sample was not available and ptc stated based on the complaint from intake team, there is no quality related defect that would pose as a product malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (B)(6) 2022). The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 30-jan-2023 with summarized conclusion as no assessment possible. Additional information was received on 18-jan-2023 from the patient. Additional event joint stiffness was added and verbatim updated for the event injection site joint pain. Batch number was added. Text amended accordingly. Additional information was received on 30-jan-2023 from other health care professional. Ptc results and strength was added. Text amended accordingly. Additional information was received on 14-feb-2023 via patient. History added; clinical course updated. Text amended.

Event description:
Can hardly walk without needing a big cane to get up out of the chair [walking difficulty] . Gets sick on his stomach [gastric disorder] . Legs are stiff [limbs stiffness] . Severe pain of stiffness in both knees of legs, after each injection in both knees [stiff knees] . It was horrible, and the pain goes around his knee¿ and ¿severe pain of stiffness in both knees of legs, after each injection in both knees/ severe agony [injection site joint pain] the pain goes around his knee like it is inflamed [injection site joint inflammation] . Case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (1st set of injection). Initial information received on 27-dec-2022 from united states regarding an unsolicited valid serious case received from the patient. This case involves a 80 years old male patient who reported legs are stiff, can hardly walk without needing a big cane to get up out of the chair , gets sick on his stomach , it was horrible, and the pain goes around his knee and severe pain of stiffness in both knees of legs, after each injection in both knees and the pain goes around his knee like it was inflamed with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had ongoing lyme disease for many years and knee pain. Patient stated that he completed his first course of injections of synvisc, three injections spaced a week apart in both knees, on (B)(6) 2021. Patient stated that he tolerated the injections well. On (B)(6) 2022, the patient received second course of injections in both knees. Patient then had a second course of synvisc injections in both knees, starting on (B)(6) 2022. On (B)(6) 2022, the patient received second course of synvisc injection in both knees at a dose of 2ml thrice (lot: crspo12z) (expiry date, route and indication - unknown, strength: 16 mg/2 ml). On an unknown date in (B)(6) 2022 after an unknown latency patient had severe pain of stiffness in both knees of legs, after each injection in both knees (injection site joint pain) (joint stiffness). Patient stated that he experienced severe agony, stiffness, and pain that he could hardly tolerate, in both knees. Patient stated that he was supposed to get the second injection in both knees a week later, but the second injection was delayed until (B)(6) 2022, and he again experienced the same reaction described above in both knees. On an unknown date in (B)(6) 2022 after an unknown latency he was in so much pain he can hardly stand it. He got sick on his stomach (gastric disorder). Now it was horrible, and the pain goes around his knee(injection site joint pain),and the pain the pain goes around his knee like it was inflamed (injection site joint inflammation) . His legs were stiff (musculoskeletal stiffness) and can hardly walk without needing a big cane to get up out of the chair (gait disturbance) (disability) and his wife has to help him. The third and final injection in both knees was delayed longer than a week, because of his reaction, and he had them on (B)(6) 2023. Patient stated that with the third injection in both knees, he did have a reaction in both knees, but it was not quite as severe as with the first two injection of synvisc in each knee. Despite the severity of the reactions the patient experienced with his second course of synvisc in both knees, he stated that the synvisc was now helping his knee pain, his knees were less painful now than before he got the first injection of his second course of therapy of synvisc, on (B)(6) 2022. Patient also stated that he had lyme disease for many years, which may affect his knees and his response to synvisc. Action taken: drug withdrawn for all the events. Corrective treatment: cane user for the event gait disturbance and not reported for other events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on 26.12.2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc stated: based on the complaint from intake team, there was no quality related defect that would pose as a product malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj 30dec2022).the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) was required the final investigation was completed on 30-jan-2023 with summarized conclusion as no assessment possible additional information was received on 18-jan-2023 from the patient. Additional event joint stiffness was added and verbatim updated for the event injection site joint pain. Batch number was added. Text amended accordingly. Additional information was received on 30-jan-2023 from other health care professional. Ptc results and strength was added. Text amended accordingly. Additional information was received on 14-feb-2023 via patient. History added; clinical course updated. Text amended. Additional information was received on 17-feb-2023 via quality department. Ptc reopen information was added. Text amended. Additional information was received on 30-jan-2023 from the quality department: the complaint (B)(4) for USA has been reopened for the following reason: incomplete complaint information. Ptc details was received and was added in the case. Text amended.

Event description:
Can hardly walk without needing a big cane to get up out of the chair [walking difficulty] gets sick on his stomach [gastric disorder] legs are stiff [limbs stiffness] severe pain of stiffness in both knees of legs, after each injection in both knees [stiff knees] it was horrible, and the pain goes around his knee¿ and ¿severe pain of stiffness in both knees of legs, after each injection in both knees [injection site joint pain] the pain goes around his knee like it is inflamed [injection site joint inflammation]. Case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (1st set of injection). Initial information received on 27-dec-2022 from united states regarding an unsolicited valid serious case received from the patient. This case involves a 80 years old male patient who reported legs are stiff, can hardly walk without needing a big cane to get up out of the chair , gets sick on his stomach , it was horrible, and the pain goes around his knee and severe pain of stiffness in both knees of legs, after each injection in both knees and the pain goes around his knee like it was inflamed with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received first course of injections in both knees. On (B)(6) 2022, the patient received second course of synvisc injection in both knees at a dose of 2ml thrice (lot: crspo12z) (expiry date, route and indication - unknown, strength: 16 mg/2 ml). On an unknown date in (B)(6) 2022 after an unknown latency patient had severe pain of stiffness in both knees of legs, after each injection in both knees (injection site joint pain) (joint stiffness). On an unknown date in (B)(6) 2022 after an unknown latency he was in so much pain he can hardly stand it. He gets sick on his stomach (gastric disorder). Now it was horrible, and the pain goes around his knee (injection site joint pain), and the pain the pain goes around his knee like it was inflamed (injection site joint inflammation) . His legs are stiff (musculoskeletal stiffness) and can hardly walk without needing a big cane to get up out of the chair (gait disturbance) (disability) and his wife has to help him. Patient received 3rd injection on (B)(6) 2023 in both knees. Action taken: drug withdrawn for all the events. Corrective treatment: cane user for the event gait disturbance and not reported for other events. Outcome: unknown for all the events. A product technical complaint was initiated on 26-dec-2022 for synvisc (batch number: crspo12z) with global ptc number: (B)(4). The status of sample was not available and ptc stated based on the complaint from intake team, there is no quality related defect that would pose as a product malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (B)(4). The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 30-jan-2023 with summarized conclusion as no assessment possible. Additional information was received on 18-jan-2023 from the patient. Additional event joint stiffness was added and verbatim updated for the event injection site joint pain. Batch number was added. Text amended accordingly. Additional information was received on 30-jan-2023 from other health care professional. Ptc results and strength was added. Text amended accordingly.